Event description:
Removal of endosseous, dental implant. The clinician reported that one implant was placed in location #27 during a complex procedure. The buccal lingual ridge width was minimal. During implant placement, the ridge was reduced to get a wider area. Denture was worn over the implant. Although aggressively relieved, it may have prematurely loaded the implant. The implant was removed 3 months post-operatively.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.